Event description:
The recipient is reportedly experiencing an infection with draining at the end of the incision. The recipient was prescribed antibiotics. The recipient has ceased device use while recovering.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.